Event description:
It was reported by the getinge fse that when performed a pim leak test on the cardiosave intra-aortic balloon pump(iabp) equipment undergoing repair, the leak values were unstable and sometimes fail. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). A gettinge fse performed the leak test values & were unstable during repair work, so the pim was replaced. The overall inspection results were good.